Event description:
It was reported that the radiofrequency programmer head was "dead." The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a "dead head" and the out of specification cable was replaced, as well as the upper case half due to missing print/graphics (cosmetic only) and the device label as an associated repair. Concomitant product: product ID 229047 software analyzer. (B)(4).